Manufacturer narrative:
Onxace-27/29 sn (B)(6) was returned for observation. Prior to decontamination, visual examination of valve finds housing fractured in multiple places. Fragment from housing was also received. Leaflets were still contained within housing and sewing cuff intact. After decontamination visual examination notes complete housing fracture and chipping along the outflow rim. The leaflets articulated normally and sewing cuff fit to housing appears normal. The fractures appear to be caused by direct contact with an instrument. Sem scans of these regions find iron and chromium elements which are common in surgical steel used in instrumentation. Housing fractures appear to be related to forces generated by contact and manipulation with metallic instrument, most likely at time of explantation. Cause of initial pvl report per complaint cannot be determined from the sample evaluation. No further action required. The manufacturing records for the onxace-27/29 sn (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. According to initial reports, "patient had onxace 27/29 implanted approx. 3 weeks ago. Subsequently presented with paravalvular leak and was operated on to replace the valve. Piece of leaflet guard was observed to have broken off valve. Additional information as follows: "the paravalvular leak that the pt was undergoing a second procedure for was not in any wa[y] related to the on-x valve first implanted. The breakage of the onxace 27/29 only occurred when the surgeon was trying to grasp the valve with a metal forceps to remove it. He felt it should not have broken in this circumstance and that is why he wanted to report the incident. There is no information related to indication of initial on-x valve implant. Additional information received indicated that the pvl was "not in any wa[y] related to the on-x valve." Pvl is most commonly related to disruption of sewing ring sutures precipitated by infectious endocarditis accompanied by an abscess formation or significant calcification and fibrotic scar of the annulus. Technical factors during the surgical procedure may also play a role and cannot be discounted in this case. They may result in incomplete apposition of the valvular structure against the annulus leading to formation of single or multiple jets located externally to the sewing ring. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Historically, pvl occurs at a rate 1.2 % per patient-year for all pvls, while major pvl occurs at a rate of 0.6% per patient-year for rigid heart valve substitutes [iso 5840:2005(e)]. The IFU also states, "avoid contacting the carbon surfaces of the valve with gloved fingers or any metallic or abrasive instruments as they may cause damage to the valve surface not seen with the unaided eye that may lead to accelerated valve structural dysfunction , leaflet escape, or serve as a nidus for thrombus formation. Avoid damaging the prosthesis through the application of excessive force to the valve orifice or leaflets.¿ as indicated, the surgeon grasped the valve with metal forceps which resulted in the breakage. Definitive root cause for pvl cannot be ascertained based on the available information. However, it is possibly due to surgeon implant technique or comorbid patient condition necessitating implant in the first place. The breakage of the leaflet guard was due to application of metal forceps during explant which is contraindicated in the IFU. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "patient had onxace 27/29 implanted approx. 3 weeks ago. Subsequently presented with paravalvular leak and was operated on to replace the valve. Additionally, the surgeon said the event was unrelated to the valve.